Manufacturer narrative:
The customer reported that this central nurse's station (cns) will not display content. According to the customer, the alarm indicator is working; however, the screens are not working. The customer will send in the unit to be exchanged. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that this central nurse's station (cns) will not display content. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) will not display content. According to the customer, the alarm indicator is working; however, the screens are not working. The customer will send in the unit to be exchanged. There was no patient injury reported. Investigation summary: we were unable to confirm the reported issue, as repair center and finance had a project under way to systematically evaluate and disposition certain devices. Under this project, the customer's central nurse's station (cns) (serial number: (B)(6) was scrapped prior to conducting a proper investigation; therefore, a definitive root cause could not be determined. To resolve the issue an exchange unit (pu-621ra, serial number: (B)(6) was shipped to the customer. Additional information: b4 date of this report g3 date received by manufacturer g6 type of report h2 if follow up, what type? H11 additional manufacturer narrative UDI related data quality updates corrected information: d1 brand name: corrected the brand name from cns-6201a to pu-621r. D4 additional device information / model #: corrected the model # from cns-6201a to pu-621r. D4 additional device information / primary unique device identifier (UDI) #: corrected the UDI # to include the production identifier (pi) information. This is a correction to the suspect medical device involved in the reported event, specifically the unique device identifier (UDI) information in section d of the FDA form 3500a.

Event description:
The customer reported that this central nurse's station (cns) will not display content. There was no patient injury reported.